Manufacturer narrative:
(B)(4). Date sent: 10/27/2020. Device analysis: an unseated washer was observed during the visual assessment. The loose washer and the adjacent female bead case had presence of solder. Furthermore, the loose washer was deformed. These findings suggest that excessive force was applied, likely during the explant procedure. Hence, it didn't contribute to customer¿s experience. The visual analysis excepting the unseated washer was consistent with an explanted device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Batch # unk. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: lot # unknown. Does the patient have any of the allergies to metals? Unknown. Is the patient currently taking currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Was mesh used at time of implant? Unknown. What was the reason for removal of the linx device? Severe dysphagia. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the customer notice anything with the device prior to or during the explant procedure? If they have a video of an explant procedure, could they share it with us?

Event description:
It was reported that a linx was removed. The linx was implanted on (B)(6) 2020.